Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger (B) (4) has been completed. The reported problem was confirmed. The cause of the defective battery charger was a defective q1 chip. This bad chip caused the battery pack to not enter charging mode. The defective q1 also led to a defective d4, d13 and d14 which are all diodes. Once q1 was open all of the voltage was now being seen by these diodes causing them to blow. The root cause of the defective q1 cannot be positively identified, but was likely random component failure. The faulty charger was repaired. It was then retested and restocked. No adverse event resulted from the damaged battery charger. The distributor received a replacement battery charger.

Event description:
A (B) (6) male patient contacted lifecor customer support to report that he noticed one of his battery packs was giving the "battery pack fault" led when placed on the charger. He stated that when this battery pack was placed in the monitor, it showed 3/4 charge. He stated that the other battery pack seems to be charging correctly. The download revealed several battery charger fault flags. Support sent the patient a replacement battery charger.